Event description:
The customer reported that the system had mixed saved images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.